Event description:
It was reported that while the ventilator was in standby mode it generated an error code indicating a communication failure between the breathing and monitoring subsystems. Attempts to start ventilation was unsuccessful and consequently led to generation of an error code indicating disabled valves. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.